Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous right coronary artery. After the 3.0x23 mm xience sierra stent was successfully implanted, the balloon ruptured at 10 atmospheres. At that point, the procedure was complete and no further action was done. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis; therefore the reported material (balloon) rupture could not be confirmed. A review of the manufacturing records identified no nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation was unable to determine a cause for the reported balloon material rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.